Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they met with the representative on friday to adjust the stimulation for the back of neck. Patient stated during the programming they told the rep several times that they didn't need the stimulation on the back of the neck but rep didn't listen and pt is not sure how else to communicate with rep so they understand. Patient stated the pinching went away but is getting stimulation in back of neck and pt doesn't need stimulation in the back of the neck. Patient stated need the stimulation on the crown/ top of the head. Patient reported the first time the implant was set up it worked relatively well but there was a pinching sensation in their back and they got the pinching to go away. Patient services specialist (pss) asked clarifying questions and patient said during the programming pt has been shocked so many times pt is not sure what the device is doing. Pss asked patient to describe the pain pt is feeling and patient stated there is a pain like a taser that just comes on all of a sudden and sucks your breath away and two other pain that is horrendous and pt can hardly think because of the horrendous headache and pain. Patient mentioned is taking tylenol and ibuprofen for long periods of time and it is not working. Patient said they are sick to their stomach because of all the pain and pt cannot get the stimulation in their head where pt needs it. Patient stated they decreased the stimulation but still getting stimulation on the back of the neck. Patient stated is not getting relief from the therapy and no stimulation on the top /crown of the head. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned a rep helped with trial and ever since then pt has been working with another rep. Pss send email to rep regarding patient situation. On 2023-jul-25 the rep reported the patient is using the device for off label use. The rep was aware of the patient's report of "pinching in the neck" which they resolved and reported the patient stated the therapy was helping them. The rep was not made aware of any shocking, and does not have any additional information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt mentioned there is a specific area of their head where the pain is: right at the crown and over their ear and was the only place patient had pain. Patient said their head gets so sore they can't even lay their head on the pillow. Pt repeated when they get adjusted with rep, the stim doesn't touch that area of their head where the pain was and clarified they stimulation feeling wouldn't reach that area. Pt also repeated when working with rep for programming, the rep would keep asking if the stim was better or not, but after an hour of getting shocked, patient couldn't tell. Pt asked if stim was supposed to be felt in that area. Agent redirected to doctor/rep to further discuss and address the therapy issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.